Event description:
A customer contacted haemonetics on (B)(6) 2012 to report a fluid spill leaking out of the orthopat machine. No operator or donor injury was reported.

Manufacturer narrative:
Upon evaluation of the device the reported problem was verified. The machine was decontaminated and electronic components including the power supply were replaced. The machine is now ready for use. (B)(4).